Manufacturer narrative:
The system was examined. The company representative did not indicate replicating any issue related to the reported event. The system was tested and found to meet product specifications. The system was manufactured on march 10, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that a system presented with no phacoemulsification. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.